Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. She was not in an accident. Customer's mother stated that they were new to the insulin pump and were having difficulty telling if insulin was being delivered. Nothing further was reported.